Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred during the load sequence. Reportedly, the customer did not remove the cartridge during pumping. Following this, it was reported that a minimum fill notification occurred after the user attempted to load a new cartridge filled with 150 units of cold insulin during the load sequence. Customer loaded 8 new cartridges until issue was resolved and insulin delivery successfully resumed. Tandem technical support advised customer to use room temperature insulin rather than cold insulin to fill cartridges. Customer's blood glucose level was between 200-400 mg/dl.